Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient died due to a ruptured aortic aneurysm. It was reported that the rupture was caused by the sheath (made by cook), prior to the balloon valvuloplasty. The patient was stabilized and the valve was successfully implanted. After implant an attempt was made to repair the rupture with an endograft, but the patient decompensated and was not able to be resuscitated. It is unknown if an autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).